Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was described as due to touch contamination by "not washing hand". On the same day as the event onset, the patient was hospitalized for the event and was treated with an unknown antibiotic (dose, route, frequency and duration were not reported) for peritonitis. One day after the event onset, the patient was treated with cefazolin (250 (unit not reported), discontinued, oral, every other day and for two weeks) and levoquin (2g, discontinued, intraperitoneal, everyday and for two weeks) for peritonitis. Four days after the event onset, the patient was discharged from being hospitalized. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.